Event description:
The customer stated that the pt was burned by the grounding pad during procedure. It was reported that the valley lab indifferent electrode patch was used. The burn was reportedly treated with silvadene cream with no further treatment required. The prognosis for the pt has been reported as excellent.